Event description:
As reported by the edwards field clinical specialist (cs), during the transfemoral tavr procedure, the first 26mm sapien valve was positioned 50:50; however, during deployment the pacing wire was pulled back causing the valve to embolize into the aorta. The team kept wire access, inflated the rf3 delivery balloon and dragged the embolized valve into the descending aorta. A new 26mm sapien valve was then prepped; however, the initial attempt to traverse the embolize valve was unsuccessful so the pigtail was removed and a 12f sheath was inserted in the rfa. Through this sheath, a 26mmx6cm z-med bav balloon was inflated beyond the embolized valve and dragged more distal into a straight section of the descending aorta. The second valve was then able to be successfully passed through the embolized valve and deployed in the native aortic annulus. A post deployment echocardiogram (tee) showed a descending aortic dissection, which required no intervention. Once both groins were percutaneously closed, the patient was transferred to the ICU in stable condition. The cause of the valve embolization was loss of pacing capture during deployment when the wire was inadvertently pulled back. Additional information provided by the cs indicated that the second valve had been placed 50:50 and deployed in a 50:50 position. The descending aortic dissection was believed to have occurred while the valve was being dragged into the descending aorta. Per report, the patient¿s aortic valve was severely calcified, the aortic root had no calcification, the patient did not have severe ventricular septal defect, there was no mitral annular calcification (mac), the ejection fraction was 65%, the sinotubular junction (stj) measured 30.1mm and the sinus of valsalva (sov) measured 34.2mm. In addition, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was loss of pacing capture during valve deployment.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Cine images were submitted to edwards for review. The following observations/impressions were made: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, and no mitral annular calcification (mac). The bav was performed without rapid pacing. There was poor coaxial alignment of the valve and delivery system with medial bias of the delivery system. The image intensifier angle (iia) was good. The valve was positioned 75:25 aortic laterally, and 60:40 aortic medially. While the balloon was completely inflated (and the valve deployed), the pacing wire was retracted, causing immediate loss of pacing capture. As the balloon was still fully inflated and moved aortic, the valve was carried and embolized into the ascending aorta. Impressions: loss of pacing capture due to retraction of the pacing wire led to aortic movement of the delivery balloon and embolization of the valve into the ascending aorta. Per the instructions for use (IFU), device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is also listed in the IFU as a known potential complication associated with the tavr procedure. In this case, based on the imaging review performed and the initial event report, loss of pacing capture due to retraction of the pacing wire, led to aortic movement of the delivery balloon and embolization of the valve into the ascending aorta. In addition to manipulation of the embolized valve, patient factors (severe annular/root calcification) may have contributed to the aortic dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.